Event description:
The customer reported that during use, the battery failed. A second defibrillator was used to complete the case.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.